Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision 3 done on (B)(6) 2015 patient had a right hip replacement done on (B)(6) 2014. Patient was revised 3 times due to infection and other complications.